Manufacturer narrative:
Corrected data: (B)(4).

Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. The lens was returned in liquid in a lens case/ vial. Visual inspection of the returned product found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated a cc4204a collamer single piece lens, +19.0 diopter, was damaged and there was no patient contact. The doctor decided to use a three piece lens. The reporter was unable to provide any additional information.